Event description:
This ra lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018 due to infection with erosion. Procedure form received on (B)(6) 2018 stated that the patient reported issues with recurrent staphylococcus infections, and has been hospitalized at metro for an extended period prior to her hospitalization at south pointe hospital. The infectious agents were reportedly different in each case, streptococcus at metro and klebsiella at southpointe. A transesophageal echocardiography (tee) at metro in december did not show any lead vegetations, however tee in (B)(6) 2018 at metro showed mobile masses on the ra lead. On (B)(6) 2018 tee was performed and images showed a large frond-like, fungating, highly mobile vegetation attached to the ra lead at the junctional of the ra and superior vena cava (svc) measuring at least 1.6x1x1.8 cm. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).